Event description:
Device 1 of 4. Reference MFR reports: 1627487-2012-04704, 04705, 04706. During a trial, the pt received two leads with different model numbers, and three extensions (two with the same lot number). It was reported the pt had an infection, and all of the devices were removed. It was reported a culture was taken, but did not provide results, since the pt had already taken antibiotics. F/u identified the pt was still on antibiotic therapy.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.